Event description:
It was reported by the patient with this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the patient carries a magnet with them to prevent it from happening again. The patient does weekly magnet checks, and the device was no longer toning. The patient had a magnetic resonance imaging (MRI) the week before the call. Technical services (ts) asked if someone tested the tones after. The patient said no. Ts referred the patient to the clinic to turn the beeper on and to test the beeper. The device remains in use. No adverse patient effects were reported.